Event description:
It was reported that during a sleeve conversion to roux en y procedure, the doctor fired the stapler and felt an unusual click in the handle. The device did fire but then had difficulty opening. When the device was tested again outside the patient, it again had an unusual click and again would not open. The surgeon asked for a new device to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.